Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient was having trouble with their equipment, the battery won't charge up for about 50% and "one of them" would not even charge. Patient also mentioned that one time the recharger was getting hot maybe 3-4 weeks ago and since then it wasn't working right. Patient said that the recharger gets hot and one point it charges up to 50% and it take forever to get to that battery level. Patient them mentioned that their controller was messed up and can't get the right information on it. Patient's controller has an incorrect date and patient added that when they put it to the charger the light keeps going on and when it does it will be a green light and now it shows yellow and it was hard to charge it up. Patient also mentioned that their controller was dropped, screen was blinking and there was a missing part on the back of the controller. A request was sent to repair to replace the recharger, controller, battery pack and compartment cover.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6); implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6); implanted: explanted: product type programmer, patient product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.